Manufacturer narrative:
A review of the event history log revealed events on the last day of customer use, the pump auto-restarted after the second alarm at 09:19. It cannot be determined through the log if the user induced the occlusion at this time. Approximately 1 minute later, at 09:20, the user stopped the pump, updated the rate to 500 ml/hr, and resumed the pump. The infusion completed at 09:31 and the user stopped the pump, updated the vtbi (volume to be infused) to 1000 ml and resumed the pump at 500 ml/hr at 09:32. The pump alarmed ¿upstream occlusion!¿ at 09:37, which is 18 minutes after the pump restarted following the second ¿downstream occlusion!¿ alarm, however note that the pump was briefly stopped at 09:20 and for some time between 09:31 and 09:32. A definitive cause could not be determined with the information provided. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump's tubing was occluded right above the pump and took 18 minutes to alarm. This occurred when demonstrating upstream occlusion alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.